Event description:
It was reported on (B)(6) 2009 for fracture of the orbital floor, lactosorb mesh and screws were implanted. On (B)(6) 2009, the doctor reviewed the patient, and by the doctor's touch, the lactosorb mesh appeared mobile and was not fixed. There was not any issue with the patient's eyesight or eyeball. Because the doctor felt the lactosorb was mobile, the lactosorb was explanted on (B)(6) 2010.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Review of device history records show that lot released with no recorded anomaly or deviation. Given lactosorb retains seventy percent of its initial strength out to eight weeks, allowing for complete osseous union in the craniomaxillofacial skeleton, it was not unexpected to find it mobile at 4 months after being implanted. Nor was it unexpected to find it in pieces when removed 5 1/2 months after being implanted, as the product is breaking down and resorbing. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Two part numbers were used in this surgery, therefore see MDR 1032347-2010-00048 & 00049.